Event description:
The pt experienced a return of pain symptoms, and right leg numbness, increased spasms, and intermittent falls. Two medications were added to the pump; regular dosage increases didn't alleviate her pain. A magnetic resonance imaging performed in 2008 showed 'hint of a possible mass at the tip of the catheter'. Catheter replacement was planned. The pump was used to deliver morphine sulfate 60mg/ml at 21.6 mg/day, bupivacaine 30 mg/ml, and clonidine 60 mg/ml. The pt was reported to have recovered without sequela. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.